Event description:
It was reported that the patient had a revision surgery to relocate the pump. It was stated the pump had been moving in the pocket. It was specifically stated that it ¿just kind of blew right out of there and was flapping around causing all kinds of problems¿. This was reportedly an emergency and the patient had been instructed to call the surgeon on the day following the discovery of the issue. The patient was able to go home the same day as the surgery. It was noted that the patient had lost weight since implant, going from (B)(6) pounds. It was stated that the pump had been relocated to the location where it should have originally been placed. At the time of report, the patient was still in some pain and the surgery strips were still in place. The device system was delivering fentanyl, bupivacaine, and another unknown drug.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).